Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient used an expired sensor, which is off-label usage of the device. On (B)(6) 2021, the cgm reading was low and the bg was 432 mg/dl. Although the patient¿s mother indicated that the pediatric patient had to ¿use the restroom a lot,¿ no other symptoms were reported. At the time of the report no other details were documented. There was no report of medical intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. However, the data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.